Manufacturer narrative:
Investigation: one photo of two sealed 31g x 5mm pen needles and carton in a plastic bag was returned from lot. No. 8247900, cat. No. 320522. Visual examination of the returned photo was carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo and the fact no physical sample was returned no further investigation can be carried out. Complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that pn 31g 5mm 5b xtw 105bx de was damaged, but still operable. The following information was provided by the initial reporter: "screw (thread) allegedly defective."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn 31g 5mm 5b xtw 105bx de was damaged, but still operable. The following information was provided by the initial reporter: "screw (thread) allegedly defective".